Manufacturer narrative:
As reported, the physician felt intensive friction and resistance under the subcutaneous when the 7f exoseal vascular closure device (vcd) and an unknown short sheath were retracted as per the instructions for use (IFU). However, the visual indicator did not change the color and it came out from the patient body. In addition, a pseudoaneurysm occurred so, the anticoagulant could not be administered immediately after the procedure. The patient had an extended hospitalization for two days, but the patient is stable and recovering. The patient had a large amount of subcutaneous bleeding that did not reach the incision after the procedure. Therefore, hemostasis was completed with manual pressure for 2 hours. Manual compression for the femoral artery was performed on the following day after the procedure. The puncture site was the right femoral artery. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The device was used with an unknown 7f short sheath. There was no damage to the sheath. No excess force was applied during insertion. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer lock against the handle assembly and an audible click was heard. The exoseal vcd securely locked with the vascular sheath introducer. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal was stored in a container for about two to three weeks. There were no comments from the physician about the visually abnormalities on the device before the procedure. ¿the sales rep thinks the issue might have occurred by an intensive friction between the delivery shaft of the exoseal and subcutaneous¿. The exoseal was used more than 5 times a month. ¿there was nothing wrong with how to use it¿. The product was returned for analysis. One non-sterile vascular closure device 7f was received for analysis inside a plastic bag, already inserted into a csi. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft, with the indicator wire retracted. The indicator window was received on white/black position and the guard was found locked. No anomalies were observed during the analysis. Dimensional analysis was performed to verify the correct catheter od, measurements were taken from the distal tip, to be verified against the ppe specification. Dimensional analysis results were found within specification. Per functional analysis, the exoseal device was inserted into the csi returned on the complaint. No resistance or anomalies were observed during the insertion/withdrawal test. The deployment test could not be performed since the delivery shaft was observed clogged and the plug was observed swollen due to dried blood residue. Although the device was cleaned out, plug was observed still swollen, thus the functional test could not be performed successfully. Per microscopic analysis, internal components of the device were verified, and no abnormalities were observed. A product history record (phr) review of lot 17912748 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿indicator window ¿ no change to indicator¿ was not confirmed since the functional test couldn¿t be performed due to the clogging found on the delivery shaft, preventing indicator wire to move and to change from black/white to black/black. The reported ¿delivery shaft ¿ resistance/friction - with csi¿ was not confirmed since no resistance or any difficulty was noted during functional analysis and the dimensional analysis was found within specification. The reported ¿vascular pseudoaneurysm¿ was not confirmed due the nature of the event. The exact cause of the adverse event reported experienced by the customer could not be determined. Excessive force during insertion, may have contributed to the reported events. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery or vein into the hematoma cavity. This pouch or sac coming off the artery or vein looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall, but is rather just a fibrous lining that forms around the hematoma. According to the instructions for use (IFU), which is not intended as a mitigation, during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button (per procedure step 7 in the exoseal instructions for use). The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician felt intensive friction and resistance under the subcutaneous when the 7f exoseal vascular closure device (vcd) and an unknown short sheath were retracted as per the instructions for use (IFU). However, the visual indicator did not change the color and it came out from the patient body. In addition, a pseudoaneurysm occurred so, the anticoagulant could not be administered immediately shortly after the procedure. The patient had extended hospitalization for two days, but patient¿s condition has been stable lately and recovering. The patient had a large amount of subcutaneous bleeding that did not reach the incision after the procedure. Therefore, hemostasis was completed with manual pressure for 2 hours. Manual compression for the femoral artery was performed on the following day after the procedure. The puncture site was the right femoral artery. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The device was used with an unknown 7f short sheath. There was no damage to the sheath. No excess force applied during insertion. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer lock against the handle assembly and an audible click was heard. The exoseal vcd securely locked with the vascular sheath introducer. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal was stored in a container for about two to three weeks. There were no comments from the physician about the visually abnormalities on the device before the procedure. The sales rep thinks the issue might have occurred by an intensive friction between the delivery shaft of the exoseal and subcutaneous. The exoseal was used more than 5 times a month. There was nothing wrong with how to use it. The device is expected to be returned for evaluation.